Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nephrectomy procedure, the trocar leaked pneumo during use. There was no patient consequence.